Event description:
A hospital in (B)(6) reported that a 900mr810 reusable adult breathing circuit was damaged.no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was received at fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed the patient end cuff was ripped from the tubing and we could thus not confirm the nature of the damage. . Conclusion: we were unable to determine what had caused the observed damage. The customer had reported that the circuit was in use for 1 - 2 months, so it is reasonable to conclude that the circuit was not leaking prior to this time and thus became damaged after a period of use. Our user instructions that accompany the 900mr810 reusable breathing circuit contain the following warnings: "clean circuit prior to use and after each patient use, using approved disinfection methods only. Use of unapproved cleaning methods may damage the circuit and reduce it useable life." "Inspect circuit before re-use, do not use if the circuit shows sign of deterioration, such as cracks, tears or damage." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."